Event description:
A customer reported to olympus, during reprocessing, the high flow insufflation unit had a black screen. There was no intended procedure, no procedural delay, patient being under anesthesia, or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The front panel blacked out occasionally due to a defective circuit board. In addition, the fixing column of the front panel was damaged, and the support of the front panel was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Establishment name: (B)(6) hospital, (B)(6) medicine.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.